Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in emergency room. Upon interrogation, the implantable cardioverter defibrillator was unable to interrogate. The device was not able to establish communication. Device replacement was discussed. The patient was in a stable condition.